Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but is not expected for this report. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that the soft tip of an ophthalmic backflush device detached into a patient's eye during vitrectomy surgery. An alternate backflush device was obtained in order to complete the procedure. The detached tip is retained inside of the patient's eye. There was no impact to the patient. Additional information was requested.

Manufacturer narrative:
Additional information is provided. A sample was not received for evaluation. The affected lot number is not known therefore, the device history record could not be reviewed. A 100% final inspection is performed for this product. A root cause cannot be ascertained because the damage cannot be confirmed without receiving a sample for investigation. As the sample is not available for investigation, damage cannot be confirmed or rather a root cause cannot be identified. The manufacturer internal reference number is: (B)(4).

Event description:
In addition to no patent impact having been reported initially, the doctor subsequently stated that there would be no potential health impact to the patient.